Event description:
The event occurred on an unspecified date and involved a primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock, 100 inch. The customer reported that the device is leaking medication and then they have to stop the surgery, because they are not sure how much anesthetic the patient has received. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The actual device was not available for evaluation. Received 2 new 126640489 primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock,100 inch; lot #13549744. Received 3 new 126640489 primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock, 100 inch; lot #13549744. No damages or anomalies noted. Each set was air pressure leak tested and no air leaks were observed anywhere along the fluid path. The reported complaint of leakage was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.